Manufacturer narrative:
The insulin pump had unresponsive utton response due to flattened button dome switch. No blank display or display anomaly noted during testing. No further testing possible due to unresponsive buttons. No cosmetic damage noted.

Event description:
Customer reported that the insulin pump's keypad was unresponsive. Customer reported that the insulin pump was stuck in the fill cannula stage. Customer also reported recently receiving a calibration error and a failed battery test. Blood glucose level was 91 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).